Event description:
Reporter noted posterior capsule tear had occurred during procedure [cause was not identified]; unplanned vitrectomy required. While changing from vit to cutter, received error message, and had to reboot system to complete case. Stated there was no pt injury in returned questionnaire.

Manufacturer narrative:
A company service rep checked system; confirmed intermittent fluidics air vent failure, ordered fluidics controller, replaced system power supply. Completed pm and stp; system met performance specifications. Waiting for evaluation results and root cause assessment on components returned for further testing.